Event description:
It was reported that the patient had recently had an ICD upgrade and was in the end stages of chronic heart failure. The patient's wife reported, the patient died at home and he did receive shocks from the ICD. The relatedness of the death to the device system was reported as "not system related". The cause of death has been requested and not received.

Event description:
It was reported that the patient had recently had an ICD upgrade and was in the end stages of chronic heart failure. The patient's wife reported the patient died at home and he did receive shocks from the ICD. The relatedness of the death to the device system was reported as "not system related". The cause of death has been requested and not received. Follow up later revealed patient was not pacemaker dependent and no autopsy results were available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Asku